Manufacturer narrative:
Concomitant medical products- cust nkii ultra ins sz00, 0 11mm rt catalog# 627500711 lot# 60442138, nonporous femoral component size 1 right for cemented use only catalog# 630700011 lot# 60764706. From the sem analysis it was found that the tibial baseplate shows signs of abrasion and wear on the medial lip of the tray, possibly from metal on metal contact. X-rays show right total knee arthroplasty implants are present and show malposition, especially of the tibial component which exhibits approximately 2-3 degrees valgus and excessive approximately 10° posterior slope. Review of operative notes, sem analysis, and x-rays do not change the initial assessment. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the articular surface and the tibial baseplate suggests that the femoral component and articular surface may not have been properly aligned; however, this cannot be confirmed as radiographs and medical records to confirm the components alignment were not provided. It appears that the tibial component was damaged by contact with the femoral component after it wore through the posterior medial side of the articular surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A conclusive root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that after a right knee arthroplasty the patient was revised approximately nine years post-implantation due to fracture of the polyethylene plateau medially, massive polyethylene abrasion/wear, medial movement of the femoral condyle into the tibial part, loosening of the femoral component, osteolysis on the dorsal condyle, instability, and metallosis in the knee. All components were removed and replaced. The surgeon noted that due to the patient's obesity, the surgery was difficult operatively. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: item #unk, unknown zimmer articular surface, lot# unk; item #unk, unknown zimmer femoral component, lot# unk. This report is 1 of 3 for this patient: 0001822565-2017-00250/ 0001822565-2017-00/ 0001822565-2017-00254.

Event description:
It is reported that after a knee arthroplasty the patient was revised due to massive polyethylene abrasion, medial movement of the femoral condyle into the tibial part, and metallosisin the knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the articular surface and the tibial baseplate suggests that the femoral component and articular surface may not have been properly aligned; however, this cannot be confirmed as radiographs and medical records to confirm the components alignment were not provided. It appears that the tibial component was damaged by contact with the femoral component after it wore through the posterior medial side of the articular surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. A conclusive root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.